Manufacturer narrative:
(B)(4) - peripheral nerve irritation.conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The patient experienced abnormal post operative pain after the procedure. The surgeon opines that the patient experienced peripheral nerve irritation. The patient underwent a sling removal procedure on an unknown date. The patient&apos;s pain was relieved after removal of the sling.